Manufacturer narrative:
Continuation of concomitant medical devices: 7122q58, lead, implanted: (B)(6) 2011. 1258t86, lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to endocarditis. No further patient complications have been reported as a result of this event.